Event description:
It was reported that the guardians stated that their child was very slightly clapped by another child one week ago. Then this child expressed obvious decline of audition. After physical examination, doctor found no obvious head trauma. Problems of outer devices were excluded. Testing revealed all channels with the status "hi" except of channel 4. Now the patient has stopped using the ci.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.